Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using the pre-close technique, via a 6f sheath prior to a thoracic aortic aneurysm (taa) repair procedure. The sheath was upsized to 18f and the taa procedure was completed. Reportedly a suture break occurred during knot tightening with one of the pre-placed proglide sutures. The other pre-placed proglide suture and the suture of an additional proglide device were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.